Event description:
It was reported that the customer received unexplained no delivery alarms. The act and esc buttons were sticking. The customer had to change the insulin pump's battery frequently. His blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.